Manufacturer narrative:
The investigation conducted by field service engineering (fse) concluded that the system error codes experienced by the customer were associated with a setup joint (suj) located on the pt side cart (psc) and the isi core controller (icc). The psc contains four setup joints and system commands are communicated between the various pca's of the four setup joints. The icc cfg is the central control board of the da vinci si, containing the master system controller and the control and transform processor. The system was repaired by replacing the affected suj and icc. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error codes #281 occurs when a processor did not complete a step during system startup within the allotted time and #25595 appears when communication errors are detected between two circuit boards. Upon determining these conditions, the safety system puts da vinci in a "nonrecoverable safe state". As of 10/08/2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si surgical procedure, the customer experienced a system error and the led of one of the system arms turned red. The site power cycled the system a couple of times and then called isi for assistance. An isi field service engineer (fse) found a loose connection on a pca board related to the affected system arm and the issue appeared to have been resolved after the connector was reseated. The site then called back indicating that they experienced system error code #281 and the error code continued to recur after they restarted the system. An isi technical support engineer had the site power down the system, emergency power off and reset the breaker of the patient side cart, and had the surgical staff reseat a cable connection. The system was restarted, however, system error code #25595 occurred upon restart. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.